Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that after 5 minutes later from start up the cs300 intra-aortic balloon pump (iabp) electrical test failed error n.53. There was no patient involvement reported.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse performed a front-end offset calibration to resolve the issue. Operational tests were carried out with positive results.